Event description:
The manufacturer received information alleging upon initial inspection of device, device failed system set-up test. A service quote has been provided for replacement of the three-way solenoid valve and proportional valve. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.